Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. A review of engineering logs showed that on (B)(6) 2025, the user experienced multiple "insulin, low drug," "very low drug," and "out of drug" alarms prior to being hospitalized for diabetic ketoacidosis (dka). On the same day, a new cgm sensor session was initiated, and logs show the prior sensor expired, triggering multiple "grace period expired" alarms. Insulin delivery was paused overnight and not resumed for at least two hours, during which time no cgm data or bg entries were received. The ilet entered bg run mode, but no fingerstick readings were entered to resume autonomous dosing. These conditions: expired cgm, lack of bg entry, depleted insulin supply, and prolonged insulin pause, likely contributed to suboptimal insulin delivery and prolonged hyperglycemia, ultimately leading to dka. No device malfunction was identified. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user was admitted to the hospital with diabetic ketoacidosis (dka). The prior evening, the user completed a supply change and went to bed with a blood glucose (bg) of 240mg/dl. The following morning, the user awoke to a continuous glucose monitor (cgm) reading of "high." The user drove themselves to the emergency room. Bg was measured at 780mg/dl upon arrival. The user was hospitalized from (B)(6) 2025 and treated in the ICU with intravenous fluids and insulin.